Event description:
It was reported that a dexcom app crash was reported. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).